Event description:
Caller reported a false positive troponin (tni) result using the triage cardiac panel test. Patient was admitted to the ER with complaints of chest pain and shortness of breath. Diagnosis included gerd.

Manufacturer narrative:
Investigation pending.